Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/21/2024. Component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you identify the lot number of the product that was used? What was done to retrieve the broken piece? For example, another incision, second surgery? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a unknown laparoscopic surgery on (B)(6) 2024 and suture was used. During the procedure, the tip of the needle snapped off and was inside the patient during a laparoscopic surgery. They managed to retrieve the tip without any issues. There were no patient consequences reported. Additional information was requested.